Event description:
Procedure type: lap gastric bypass. Patient gender: unknown. According to the reporter: the knife of the visiport was exposed. It was not used on the pt. No pt injury was reported.

Manufacturer narrative:
.